Event description:
The husband of a (B)(6) female pt contacted lifecor customer support to report that the device keeps alarming to "adjust belt". He stated that the electrodes are inside the rolls of her side and keep flipping. He states that he is so frustrated that he removed the device from the pt. Support sent a pt services representative (psr) to the pt. The psr downloaded the pt's monitor. The download revealed significant front falloff. The psr stated that this electrode was flipped over. The psr also stated that there was a wrench code 31 on the monitor. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have two defective components (u1 and q2). The u1 and q2 components were located on the defibrillator pca. These components run the circuitry for the overvoltage condition within the monitor. A wrench code 31 indicates that an overvoltage as occurred. It disables the monitor until the power is recycled. Since these components were faulty, the monitor falsely gave the overvoltage set condition because the overvoltage line was stuck in the open position. The monitor was repaired, tested and then returned to stock. The root cause of the damaged component cannot be positively identified. It is probably random component failure. This is a rare occurrence. No adverse event resulted from the faulty monitor. The pt received a replacement monitor.